Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the preparation the subject balloon ruptured. No patient was involved during the event.

Manufacturer narrative:
Correction: product available to stryker - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. There were no anomalies noted to the balloon catheter shaft or hub. Blood was noted to the distal tip of the balloon catheter indicating that the device had been used. During functional inspection, the device was unable to be flushed due to solidified contrast media within the balloon catheter shaft. A 0.0166 patency mandrel was unable to be advanced and the contrast was unable to be removed. The distal end of the balloon catheter shaft was cut and that balloon catheter was flushed. After that the balloon was inflated and deflated without difficulty. The balloon was blocked with solidified contrast media and was unable to be flushed most likely due to procedural factors limiting the performance of the device. However, there were no leaks or ruptures noted during inflation and deflation of the device. Based on the analysis of the returned device, the as reported event of the balloon ruptured was not confirmed. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the preparation the subject balloon ruptured. No patient was involved during the event.